Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 469mg/dl, 349mg/dl, 303mg/dl, 300mg/dl (in the potential medical tab it was documented that, "customer used 3 separate fingers for 4 test that were done.") Tests were done within <10 mins with a difference of 23%. Pt did not experience any adverse events. No further info has been reported.